Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed that the lens was received with surface residue adhering to both sides of the optic body and appeared to have evidence of viscoelastic, ophthalmic viscosurgical device (ovd), compatible with handling, such as during the implant and explant process. Also, one distorted haptic and large cut (scratch) in the optic was found in the returned sample. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during implantation of an intraocular lens, the lens would not position correctly in the sulcus. The surgeon tried to position the lens but was not successful. He had to enlarge the incision to remove the lens. Another lens was placed during the same procedure. No product quality issue was raised. The patient is reported to be doing well.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.